Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing noted abnormalities during adapter and reload calibration. The handle had 268 of 300 procedures remaining. The handle was noted to be running v29.5 software. A review of the system logs showed analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the device would not recognized a reload. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure, after the first firing, the device would not recognize an additional load, and when another reload was attempted, the same error code appeared. The handle was replaced with a manual handle and was used with both reloads. As a result, the surgical time was extended by 10 minutes. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures.